Event description:
Reporter alleged obtaining a result of 121 mg/dl on the advantage system compared back to back with a result of 325 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. Reporter thinks she could have been using contour strips in her advantage system. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.